Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval. Entire construct was explanted since fusion had occurred and the pt outgrew the implants. The following products were explanted during the revision surgery: cat# 48144525, quantity: 6. Cat# 48144530, quantity: 2. Cat# 48144535, quantity: 2. Cat# 48144540, quantity: 2. Cat# 48130000, quantity: 12. Cat# 48133200, quantity: 2. Cat# 48133124, quantity: 1. Cat# 48133130, quantity: 1.

Event description:
On (B) (6) 2008, the primary surgery performed for scoliosis (th10-l4: except for l1, the screws were placed segmentally) with 2 transverse connectors. The pt had an external fixation in post-op (the kind of external fixation and the period of time wearing it are unk). On (B) (6) 2009 (exact date unk), the pt heard some cracking sound in his back while riding a roller coaster and visited hospital, then it was found that both rods fractured, however, the bone fusion was obtained. On (B) (6) 2010, the pt was revised which all the small xia implants were removed and another company's implant was used. The surgeon chose to use other company's system since 5.5 mm rod was available but...